Manufacturer narrative:
Initial. This case was created to capture additional unknown event dates experienced in the parent case listed in h10.

Event description:
It was reported that the patient experienced repeated restart alerts associated with an audio alarm not audible, occurring more than ten times over approximately one month, and the device was deemed nonfunctional with loss of water resistance; a replacement was arranged and the patient was instructed to back up data, shut down the device, and return the original unit for evaluation. Symptoms included no reported clinical effects. Outcomes included temporary interruption of therapy and need for backup diabetes management. Investigation included collection of event details, verification of device information, and plans for return and analysis. Investigation of this case revealed a suspected device malfunction related to audible alarm performance and repeated restarts, potentially involving internal electronic or alarm components. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device analysis. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.